Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional indeflators referenced are being filed under separate medwatch reports.

Event description:
It was reported that during unpacking, two indeflators from a ppak 20/30 copilot were placed on a table, prepped with saline and contrast material when it was observed that the gauges on the indeflators were broken. The needle of the gauge should start at zero atmospheres, and it was at 30 atmospheres instead. A decision was made to inspect five other indeflators, and the same issue was observed. These five indeflators were not opened. The seven indeflators were not used in the patient. The procedure was successfully completed with an unspecified device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported break was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.